Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings, component codes).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings, component codes).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery malfunction and helium leak. There was no patient harm or injury reported.

Event description:
It was reported by getinge fse that during installation of software, the cardiosave intra-aortic balloon pump (iabp) had battery malfunction and helium leak. No patient involved.

Manufacturer narrative:
Updated fields: b3, b4, b5, b6, b7, d9 (device available for eval), d10, e2, e3, e4, e1(initial reporter, event site email), g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) performed leak test, cart appearing to be functioning correctly. The o¿ring was replaced, but the leak persisted. It was suspected that the fill manifold was faulty. Customer did not approved the po yet. No repair information available. In future if we receive any repair information will reopen and update the investigation.